Event description:
It was reported to globus that an xpand spacer has collapsed approximately three months after initial surgery. Revision surgery scheduled to take place at the (B)(6).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The device has not been returned for evaluation as the revision surgery has not taken place as yet. No part number or lot number has been provided and therefore, a thorough review cannot be conducted at this time. Additional information has been requested regarding this incident. If and when that information is provided, a supplemental report will be submitted. A revision surgery was scheduled for 12/16/2013 however, it was reported patient is sick and needs to recover before having the revision surgery.